Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and presyncope.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced presyncope and went to the emergency department. The cgm was reading 218 mg/dl and the blood glucose reading was 398 mg/dl. The patient was treated by a nurse with unspecified insulin and recovered after treatment. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.